Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted an arteriotomy closure with a starclose device after a coronary diagnostic procedure. The clip was successfully deployed, however, the device became stuck and cloud not be removed. The physician used force and pulled the device from the arteriotomy. Hemostasis was achieved with the clip. There was no reported pt consequence or injury. No add'l info available.

Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed because the product was not returned to abbott vascular solutions for analysis and the lot number was not reported.